Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post-traumatic stress disorder and pain in hip. Current weight 274 lbs. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding/(menorrhagia (heavy menstrual bleeding)"), back pain ("chronic back pain"), abdominal pain ("abdominal pain/ lower abdominal pain"), abdominal distension ("abdominal bloating"), migraine ("excessive migraine headaches"), depression ("depression") with anxiety, amnesia ("memory loss"), abnormal weight gain ("excessive weight gain"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue"), dysmenorrhoea ("(dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury related to essure"), vaginal infection ("bladder/urinary problems- vaginal infection"), vaginal discharge ("bladder/urinary problems-vaginal discharge"), the first episode of tooth disorder ("dental problems"), hot flush ("other, hormonal changes : hot flashes"), uterine enlargement ("enlarged uterus"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of tooth disorder ("dental problems"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), abdominal pain lower ("abdominal pain/ lower abdominal pain") and complication of device removal ("complication of device removal"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, allergy to metals, vaginal infection, vaginal discharge, hot flush, uterine enlargement, vaginal haemorrhage, the last episode of tooth disorder, bladder disorder, urinary tract disorder and complication of device removal outcome was unknown, the pelvic pain, menorrhagia, back pain, abdominal pain, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved and the discomfort, abdominal distension, migraine, depression, amnesia, abnormal weight gain, alopecia and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, allergy to metals, alopecia, amnesia, back pain, bladder disorder, depression, device dislocation, discomfort, dysmenorrhoea, dyspareunia, fatigue, hot flush, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, uterine enlargement, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2012, (B)(6) 2012 (dysmenorrhea (cramping),pelvic/abdominal, back, dyspareunia (painful sexual intercourse)): received treatment for pain? Yes bleeding (menorrhagia (heavy menstrual bleeding)): received treatment for bleeding? Yes allergy (nickel - diag. Post-essure): received treatment for allergy? Yes bladder/urinary problems: vagina infection, vagina discharge: received treatment for bladder/urinary problem? Yes other injuries/symptoms: fatigue, dental probs., weight gain, other, hormonal changes if "other" please describe- hot flashes: received treatment for other injuries/symptom? Yes diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 108.8 kgs. Ultrasound scan vagina - on (B)(6) 2017: menometrorrhagia, enlarged uterus, dysmenorrhea, pelvic pain. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: heavy vaginal bleeding, pelvic pain, enlarged uterus, menorrhagia, bleeding, hot flashes, low back pain, anxiety, depression. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: new events added: abdominal pain lower,complication of device removal, enlarged uterus, dental problems, bladder problems, urinary tract disorder. Reporter information were updated. Patient history, lab data were added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding/(menorrhagia (heavy menstrual bleeding)"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), migraine ("excessive migraine headaches"), depression ("depression") with anxiety, amnesia ("memory loss"), abnormal weight gain ("excessive weight gain"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue"), dysmenorrhoea ("(dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury related to essure"), vaginal infection ("bladder/urinary problems- vaginal infection"), vaginal discharge ("bladder/urinary problems-vaginal discharge"), tooth disorder ("dental problems") and hot flush ("other, hormonal changes : hot flashes"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, allergy to metals, vaginal infection, vaginal discharge, tooth disorder and hot flush outcome was unknown, the pelvic pain, menorrhagia, back pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the discomfort, abdominal distension, migraine, depression, amnesia, abnormal weight gain, alopecia and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, allergy to metals, alopecia, amnesia, back pain, depression, device dislocation, discomfort, dysmenorrhoea, dyspareunia, fatigue, hot flush, menorrhagia, migraine, pelvic pain, psychological trauma, tooth disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2012, (B)(6) 2012. (Dysmenorrhea (cramping),pelvic/abdominal, back, dyspareunia (painful sexual intercourse)): received treatment for pain? Yes bleeding (menorrhagia (heavy menstrual bleeding)): received treatment for bleeding? Yes. Allergy (nickel - diag. Post-essure): received treatment for allergy? Yes. Bladder/urinary problems: vagina infection, vagina discharge: received treatment for bladder/urinary problem? Yes. Other injuries/symptoms: fatigue, dental probs., weight gain, other, hormonal changes if "other" please describe- hot flashes: received treatment for other injuries/symptom? Yes. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. New events: (dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), nickel allergy,psych injury, migration, bladder/urinary problems: vagina infection, vagina discharge, other injuries/symptoms: fatigue, dental probs, other, hormonal changes, were added. New reporter added. Outcome for events added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.